Event description:
It was reported that the patient presented in clinic to have their implantable cardioverter defibrillator (ICD) system removed as the patient was in a healthy enough state, and the physician deemed the functions of the ICD system were no longer necessary. It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switches (ams). The patient was asymptomatic. The entire ICD system was explanted with no complications to the patient.